Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was found loose at the distal clevis hub. Both cable crimps remained in the clevis and with the frayed cable. The housing was removed and the pitch cable was found loose and derailed at the clamping pulley, but no loose clamping pulley screw was found. Failure analysis investigation also found the following additional damages to the instrument: the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the prograsp forceps instrument cable was broken - loose prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.